Event description:
Catheter tip broke off during placement of an arterial line causing a retained foreign body that required surgical removal. During placement of catheter, resistance was felt when catheter was being pushed forward. When the catheter was pulled back, resistance was felt again so the device was removed. During removal of device a release of tension was felt. Upon inspection, it was noted that the tip of the catheter was not attached. Surgeon was notified for removal of catheter tip.